Event description:
The facility reports the resident was being transferred from the bed to the chair when the cloth ripped on the sling and the resident fell to the floor. The pt suffered a hematoma to the back of their head and a small cut on their left arm.